Event description:
An "unspecified" error message was reported with the abbott diabetic care (adc) device and customer was unable to obtain readings. As a result, customer experienced seizure, however there was no treatment received by a non-healthcare professional (non-hcp) for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.